Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a documented nadir of 42 mg/dl and concurrent device low glucose alerts; the event was addressed with oral carbohydrates per standard guidance and the user¿s glucose returned to range. Symptoms included slurred speech. Outcomes included self-treatment without the need for medical intervention or assistance. Investigation included review of the event details and user-reported questionnaire, as well as troubleshooting and education on low glucose management. Investigation of this case revealed no device malfunction or component issue based on the available information and successful recovery with oral glucose and monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.